Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the pyxis powered off unexpectedly. The field service engineer powered off the pyxis and disconnected the pyxis bus cable to check if a drawer was causing the power-off issue. After reconnecting the cable and powering on the pyxis, the system worked without any failed drawers. All drawers were checked and confirmed to be functioning successfully. The system operated as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pacu 3 pyxis station blank and went offline. The outlet was replugged, but the issue was not related to power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h type of reportable events.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pacu 3 pyxis station blank and went offline. The outlet was replugged, but the issue was not related to power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.